Event description:
It was reported that during a coronary stent procedure, stent damage occurred. The lesion being treated was a 70% stenotic lesion in the rca. It is noted that the lesion was predilated. The physician was unable to cross the lesion. Upon removal damage to the stent was noted. The physician then attempted to cross the lesion with another express2 and was still unable to cross the lesion. The physician was able to complete the procedure with another manufacturer's stent. No pt injuries or complications were reported.